Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in a motor vehicle accident on (B)(6) 2019. The patient reported pain at the ins site. The patient described the pain as ¿someone digging in to pull out machine.¿ it was also reported that the patient was feeling burning during recharging from the inside. The patient was instructed to assess if the pain was present when the stimulation was off. The patient was also advised to reduce the temperature and speed of recharging. No further complications are anticipated.